Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-029838, and the reported event could not conclusively be determined. The account submitted log files for review. The system controller event log files contained data from 26oct2022 at 14:07:22 through 03nov2022 at 7:17:05, pre-exchange) and 03nov2022 at 7:21:43 through 04nov2022 at 12:05:08 post controller exchange. Beginning on 03nov2022 at 7:14:26, the log file captures low power hazard events followed by no external power events. On 03nov2022 at 7:17:05, the driveline was disconnected consistent with the controller exchange. Following the exchange, the pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook is currently available. The IFU and patient handbook contain information on how to clean and care for the driveline and driveline exit site. These documents instruct to never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced alarms around 7 am. Suspected modular cable moisture or disconnection. The modular cable connection was cleaned, dried, and reconnected without difficulty. At 7:17:05 the driveline was disconnected and reconnected to a new controller at 7:21:43. At that time the pump began operating at the set speed of 5600 rpm. The remainder of the log files was unremarkable and did not contain evidence of any type of driveline issue. Related MFR # 2916596-2022-14970.